Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd epicenter¿ single user software there was one false negative result. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd epicenter¿ single user software there was one false negative result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2024-00799 was sent in error. There was no report of serious injury, medical information, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.